Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) an unknown source regarding a patient who was receiving unknown morphine drug (10mg/ml at 1.275mg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) performed incision and drainage in (B)(6) 2024 then an infection at pump pocket site was confirmed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was smoking, hepatitis c, chronic obstructive pulmonary disease (copd). The patient health status was alive and no injury. The issue was resolved.